Event description:
It was reported that during a meniscal repair surgery, after deploying the t1 implant of the fast-fix 360 the t2 implant was deployed prematurely; both implants were removed from patient. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed the suture and both anchors were returned. The depth limiter button was not in the default position. T1 was out of the deployment channel. T2 was in the t2 position. Most of the suture was tucked into the depth gage tubing. The actuator tip was behind t2. A functional evaluation of the device showed the actuator tip moves t2. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.